Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use which are stated in: tjf-q290v operation manual chapter 3 preparation and inspection for detection, and in tjf-q290v reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) for prevention. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects in the instrument channel tube and the forceps cannot be inserted. There was no patient involvement.